Event description:
It was reported the patient recently experienced symptoms of dizziness, chills, hallucinations, diarrhea, and feeling like the road was moving when the car was not moving. These symptoms had occurred with the patient's two prior pumps, which were revised. This report corresponds to the patient's first implanted pump. See also MFR report # 6000030200401435. Additional information received, indicated the event was attributed to the pump. The pump was replaced, but not returned to the manufacturer. Additional symptoms included increased pain and vomiting. The patient outcome was reported as: non-serious injury.